Event description:
It was reported that pump displayed malfunction alarm and could not be reset, with no notable events occurring beforehand and no indication that the customer¿s blood glucose exceeded safe limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts arranged pump replacement under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.